Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to receiver will not turn on. A receiver download was attempted but could not be completed due to receiver not turning on. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage and pictures were taken. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.